Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon review of a merlin at home transmission, intermittent undersensing of pvcs on the v sense amp channel was causing the pvcs to be detected on the discrimination channel. The device was reprogrammed. The device remains implanted and will continue to be monitored.